Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer reported their blood glucose was elevated before the hospitalization. The customer reported a high of 500 mg/dl. Customer noted the infusion set was not connected to their body. The customer bolused for their high, but their blood glucose remained at 524 mg/dl two hours later. Customer was advised to go to the hospital by their healthcare professional. The customer reported they were showing signs of diabetic ketoacidosis. The customer was not treated for their blood glucose at the time of the call. Customer was able to confirm the insulin pump passed a high pressure test. The insulin pump will not be returned for analysis.